Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed that the fiber does not exhibit signs of use however the fiber is broken within the white tubing at 5 feet from control knob, between input connector and control knob. The fiber was tested with hene laser fixture, aim beam is visible at the location of break. The outer sheath exhibits no signs of melting. It cannot be determined if excessive bending occurred during shipping or preparation of the device. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the procedure, fiber fracture was observed at the distal end of the fiber when the fiber was plugged into the laser. The fiber was not able to be used (zero joules used and zero time expended). The tip of the fiber was cleaned during procedure. A second fiber was utilized to complete the case. The procedure was successfully completed with another fiber with no clinical consequences to the patient.

Event description:
It was reported that during the procedure, fiber fracture was observed at the distal end of the fiber when the fiber was plugged into the laser. The fiber was not able to be used (zero joules used and zero time expended). The tip of the fiber was cleaned during procedure. A second fiber was utilized to complete the case. The procedure was successfully completed with another fiber with no clinical consequences to the patient.